Event description:
It was reported that the patient presented to the ER after receiving several inappropriate shocks. Upon interrogation of the device, a loss of capture and high pacing threshold were noted. X-ray revealed perforationand dislodgement. Lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.